Event description:
Had two separate instant heat packs burst open, spilling inside contents all over upon trying to activate them this afternoon. Two different staff intending to give them to two different patients. The first one was activated and burst outside of the patient room, and never made it to the patient. The second one was activated and burst in the patient's room but never made it to the patient. Removed all of these heat packs from floor stock, as they all share the same lot number.